Event description:
It was reported to tyco healthcare/kendall in 2006 that a customer had a problem with a dialysis catheter. The customer states that at the beginning of the treatment, a column of small microbubbles were present in the venous branch. Waterproofness was verified, pushing with a 20ml syringe, a droplet of blood fell in the sterile room. The break appears to be located at the tube level under the clamp. No ill-effects to the patient other than a change of catheter. The device was not retained by the department for return/evaluation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a follow-up report will be submitted.